Manufacturer narrative:
Outcome attributed to adverse event, death was found to be attributed to a different device that was previously reported. Type of device, product code, the incorrect product code was mistakenly used on the initial MDR. Type of report, the type of report was determined to be a serious injury and not a death since the death was not related to the suspect device. Event problem and evaluation, death was mistakenly coded and is not related to the suspect device.

Event description:
On the 3rd post-operative day a tte and a tee showed a paraprosthetic valvular leak, the decision was taken to explant the device. On the 4th post-operative day the valve was explanted and this time the valve appeared to be folded (stend kinking). A crown size 21 was implanted instead.

Manufacturer narrative:
Method: no testing method is determined at this time as the serial number of the valve is no identified and the availability of the device is unknown and the manufacturer has requested for this information.

Event description:
The manufacturer was notified on 03 oct 2016 of the following: the perceval valve was implanted and the early postoperative echo was good. There was a reoperation due to folding of the stent of the perceval. In the second procedure, the perceval was explanted and a crown valve was implanted. The patient then died.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the information known, the likely root cause of the stent folding was oversizing of the valve.